Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump screen went totally blank. Customer's blood glucose was 77 mg/dl. Troubleshooting was performed. The insulin pump had not been bumped, dropped, or exposed to moisture. There were no signs of physical damage or corrosion. After customer was advised to insert a new battery, the display did not return. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. The low battery feature alarmed properly. No unexpected off no power without low battery alarms noted. No damage on the lcd isolation tape noted. No cosmetic damage noted.